Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device provided anti-tachycardia pacing (atp) therapy and device shocks for a ventricular fibrillation arrhythmia across multiple episodes on the same day. Device therapy was not exhausted. Boston scientific technical services (ts) noted that some of the device shocks failed to convert the arrhythmia and indicated the presenting electrogram showed the patient was still in the arrhythmia. Ts provided guidance to the healthcare provider to perform a welfare check on the patient. The device remains in-service. No patient symptoms or adverse patient effects were reported.